Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. Additionally, there was ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes. This noise appeared to be due to minute ventilation (mv)/respiratory sensor signal oversensing. Troubleshooting and programming options were discussed with the health care professional (hcp), who noted they would continue to monitor the patient. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This report is being filed to provide updated evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.